Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used as an accessory device in an unknown endovascular procedure. It was reported that during the index procedure, the product was being used during stent graft insertion and touch-up, but the balloon burst during mainbody touch-up. It was stated that the balloon was not over inflated. The procedure was complete with a non-medtronic balloon without any issue. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.